Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Essure was removed on (B)(6) 2019. On an unknown date, the patient had essure inserted. On unknown dates she experienced abdominal pain (seriousness criterion intervention required), abdominal pain upper ("epigastric pain"), vomiting ("vomiting"), menstrual disorder ("menstrual disorders"), depressive symptom ("depressive symptoms"), salpingitis ("inflammatory reaction. In the proximal portion of both tubes") and multiple allergies ("allergies"). The patient was treated with surgery (bilateral salpingectomy + laparoscopic essure device removal). At the time of the report, the outcomes for abdominal pain, abdominal pain upper, vomiting, menstrual disorder, depressive symptom and salpingitis were unknown. The reporter considered abdominal pain, abdominal pain upper, depressive symptom, menstrual disorder, multiple allergies, salpingitis and vomiting to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Essure was removed on (B)(6) 2019. On an unknown date, the patient had essure inserted. On unknown dates she experienced abdominal pain (seriousness criterion intervention required), abdominal pain upper ("epigastric pain"), vomiting ("vomiting"), menstrual disorder ("menstrual disorders"), depressive symptom ("depressive symptoms"), salpingitis ("inflammatory reaction. In the proximal portion of both tubes") and multiple allergies ("allergies"). The patient was treated with surgery (bilateral salpingectomy + laparoscopic essure device removal). At the time of the report, the outcomes for abdominal pain, abdominal pain upper, vomiting, menstrual disorder, depressive symptom and salpingitis were unknown. The reporter considered abdominal pain, abdominal pain upper, depressive symptom, menstrual disorder, multiple allergies, salpingitis and vomiting to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.